Event description:
It was reported that during a ptca/stent procedure, the balloon catheter ruptured at 8 atm, and the vessel dissected. A perfusion balloon was used for many long inflations, and a stent was implanted in the dissected area. The case was completed successfully. No other pt injury was reported. No other info was provided.